Event description:
It has been reported to philips that, system would not boot up. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing fse identified failure in computer memory and hardware. The fse replaced single-board pc at the m cabinet and remounted the keyboard and mouse holders. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.